Event description:
It was reported that this inflatable penile prosthesis (ipp) presented a fluid leak due to holes in the reservoir and a bulge of the left cylinder. The ipp was explanted and replaced. There were no patient complications reported.